Event description:
It was reported by the rep that the device was used during an interstitial laser coagulation. It was reported the two fibers had a diffuser fault. There was consequence to the pt. 11/16/98 during the complaint analysis, the heat shrink marker on fiber #19720 was observed to be torn and in of itself considered a malfunction.